Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type: catheter. H6: patient code c76143 no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on (B)(6) 2021 and it was reported the patient had poor therapy results. The patient reported decrease in relief from pump. The managing physician did not find any issues with the catheter nor were there any warnings on the pump. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the managing physician did a catheter dye study and did not find any issues. The physician did not see any warnings from the pump during interrogation. The physician could not find where the issue was coming from. The device was explanted and replaced. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving fentanyl (349.6 mcg/day) and bupivacaine (1.923 mg/day) via an implantable infusion pump. It was reported that "2 weeks ago" the patient went to have the pump filled and there was "5 more ml than they were expecting". The caller stated that today she went and they tried to take 2ml of fluid out of the catheter and they were not able to; they were not able to put the dye into the catheter. It was noted that the patient was given a bolus before left the office.